Manufacturer narrative:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined this component did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 010000731/ g7 neutral/lot #3964894; item # 110024462 / g7 dual mobility liner/lot #470520; item # 010002746/ g7 removal drill/lot # 331150; item # 1 010002751 /removal screw/lot #4 089330. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -03135.

Event description:
It was reported that the patient underwent a revision procedure due to multiple dislocations after falls. Attempts have been made and additional information on the reported event is unavailable at this time.